Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl, mmt-332a, mmt-864at. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1715kl was requested, and the customer responded that the device would be returned. The customer will discontinue use of the reservoir. Mmt-332a was requested, and the customer responded that the device would be returned. The customer will discontinue use of the infusion set. Mmt-864at was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test. However, failed basic occlusion test due to the force sensor has failed the test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple no delivery (7)) on 08/03/2021 10:55:42, 11:05:00, 11:08:16 during a bolus delivery. Pump was cut open to perform visual inspection and found no moisture damage electronic assembly, battery connector, vibrator, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.2 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, customer alleged the pump having has insulin flow blocked, no delivery, prime/fill anomaly due to other electronic defect confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.